Event description:
The pt (australia) received an scs system which included two leads (from the same lot) placed in the thoracic region. It was reported that the pt felt stimulation in the left arm down to her fingers. An x-ray showed the lead had migrated to the cervical region. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.